Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported their dexcom device was not receiving values. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR# 3004753838-2018-135523.